Manufacturer narrative:
The hospital's biomedical engineer corrected the problem, by taking the display head apart, and found a socket that was not fully seated. It was reseated and the "white screen" disappeared and the pump was returned to service.

Event description:
It was reported that during use of the pump, the display screen went white and the ap signal was intermittent. Because of this, the pump was exchanged. There were no reported patient complications.